Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump passed the displacement test, off no power test, self test and reset error test. The insulin pump alarmed during the basic occlusion test and the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarms. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.